Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor tried to fire the stapler but it is jamming and not firing during use on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 37 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first staple prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. A non-conformance was opened by the manufacturing site to further investigate this issue. A device history record review was performed and no relevant findings were identified. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing correctly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the doctor tried to fire the stapler but it is jamming and not firing during use on the patient.